Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 44mg/dl, 150mg/dl, 110mg/dl. Tests were done within <1 minute with a difference of 62%. Patient did not experience any adverse events. No further information has been reported.